Manufacturer narrative:
The primary complaint of a damaged battery connector was confirmed during visual inspection. Since the battery was received damaged, no further testing could be performed. The autopulse is a reusable device and there this type of physical damage can occur due to normal wear and tear. The failure will not cause or contribute to a serious injury. Users are instructed to routinely investigate the autopulse system to ensure the device's functionality.

Event description:
It was reported that the metal connector on the autopulse lithium ion battery (s/n: (B)(4)) is bent. No further information provided. No patient involvement.